Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen had faded gradually over the past 3 months. The reporter confirmed that there was no impact to the pump or moisture exposure. The reporter indicated that changing the battery and pump contrast settings had no effect on the display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.